Manufacturer narrative:
D9: date returned to mfg.: 7/7/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿error 41622 occurred" was confirmed during the delivery accuracy test. The probable cause was damaged camshaft (cam) sensor. The cam sensor was replaced, and the pump was calibrated. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error 41622. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.